Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a partial separation of the shaft at the collar. The tip is damaged. During analysis the shaft completely separated at the collar with the polytetrafluoroethylene(ptfe) fully pulled out from the collar inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the catheter had difficulties crossing the lesion. The target lesion was located in the left main artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a complete separation of the shaft at the collar.